Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged that there was moisture in the battery compartment. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 27-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 03-nov-2017 with the following findings: a review of the pump black box data indicated no related alarms and no evidence of excessive battery usage. During a visual inspection of the pump, no corrosion was observed in the battery compartment. Moisture observed behind display lens. The battery compartment was observed to be intact with no damage. The returned battery cap secured properly to the pump, and a power loss was not observed. A leak test revealed a bolus button leak. Further testing was no able to be performed due to an unrelated unresponsive keypad. The pump case was removed and evidence of internal moisture was found on the printed circuit board and internal components. The complaint of a battery life issue was not able to be duplicated during investigation.